Event description:
In 2008, the pt reported that the display of her infusion device was partial. She stated that a "5" looks like an "e." She stated that she replaced the battery in an attempt to resolve the issue. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.